Event description:
Hip revision due to biolox delta femoral head fracture.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by visual inspection. A fractured biolox forte head and a biolox delta liner were returned for analysis after less than 2 years in use. It was not possible to determine the exact crack initiation point due to the number of fracture surfaces. Furthermore, without post-primary radiographs, surgical notes and further patient information, it was not possible to determine the root cause of implant fracture. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Hip revision due to biolox delta femoral head fracture.

Manufacturer narrative:
(B)(4). The supplemental report 3002806535 - 2018 - 01285 - 1 should have contain associated devices information and UDI number. UDI: (B)(4). Concomitant medical products: medical product: g7 bispherical shell 54f, catalog #: 110017333, lot #: 6044513, medical product:biolox delta cer lnr 36mm, catalog #:110003623, lot #: 3973879.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Revision due to biolox head fracture.